Manufacturer narrative:
An allegation related to a tubing puncture was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The kink resistant tubing was cut down to the pump block resulting in an inability to visually inspect for leaks or damage. The pump was functionally tested and failed the deflation and activation test. Although a pump malfunction was identified, product analysis was unable to confirm the reported events without any tubing returned. The product record review indicated that the reported events do not represent a new or unanticipated event. An investigation conclusion code of cause not established was chosen, as product analysis could not confirm the reported events from the returned components. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced a surgical procedure to implant a new inflatable penile prosthesis(ipp) reservoir and pump due to the connection tube being punctured on the reservoir. The old reservoir was not removed. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a surgical procedure to implant a new inflatable penile prosthesis (ipp) reservoir and pump due to the connection tube being punctured on the reservoir. The old reservoir was not removed. A patient outcome of stable was reported.